Manufacturer narrative:
The following devices were also listed in this report: cat # unknown, lot # unknown, description: unknown mitch device, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The solicitor's letter reported that the patient experienced pain in his right hip resulting in limited mobility. The patient had been implanted with a mitch accolade combination on (B)(6) 2010. The letter further reported that the patient underwent early revision which was undertaken on (B)(6) 2017 due to an adverse metal reaction.